Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled. The iol met all specifications for optical properties. The results of the inspections performed at optical operation were within product specifications. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.

Event description:
It was reported the intraocular lens was explanted 1 month after the initial implant. Reason stated was the patient's dissatisfaction with her monovision. A new lens was implanted to allow for distance vision. This is not a complaint against the product.

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. The lens met all manufacturing specifications prior to release. Based on the information received from the physician we do not suspect this event is manufacturing related. All known information is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.